Manufacturer narrative:
Age was not provided. Age of device: 3 years, 4 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2015. It was reported that driveline was torn and was repaired. Technical service representative reviewed the log file and concluded that pump and peripheral equipment were operating as intended. Additional information was requested but not yet provided.

Manufacturer narrative:
The report of damage to the external portion of the patient¿s driveline could not be confirmed through this investigation as the product remains in use and no photographs showing the cosmetic damage were submitted for review. The submitted log file contained data from (B)(6) 2018 through (B)(6) 2018. The pump¿s fixed speed was set to 9200rpm and pump power, estimated flow, and average pi typically ranged from 4.9-6.8 watts, 4-7.9 lpm, and 3.5-8.2, respectively. The log file did not show any notable parameter changes and the pump appeared to function as intended, operating above the low speed limit for the duration of the file. It was communicated that the outer jacket of the patient¿s driveline was torn. No alarms or adverse impact to the patient was reported. The tear was reportedly repaired with rescue tape. Additional information was requested but not provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(4), and no further related events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.